Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Manufacturer narrative:
Product event summary : subsequent to the functional testing and mechanical integrity testing, more extensive testing was done to ID entify the cause of the atrial undersensing. Attempts to introduce high current drain or any other failing conditions through elevated temperature testing and temperature cycle stressing were unsuccessful. The device passed all available system diagnostic testing including fault grade, interconnect, and memory tests. No loose or intermittent components were observed during x-ray and optical I nspections. Analysis of the device did not reveal any unusual parametric or functional behavior. Nominal performance was observed. The cause of the reported atrial undersensing was not determined.

Manufacturer narrative:
Product event summary : it was subsequently determined that analysis of the device memory indicated atrial undersensing information and the issue was recreated and confirmed on other devices. The undersensing occurs with the atrial sensitivity settings programmed to 0.6 mv, 0.9 mv or 1.2 mv only and the pvab method programmed to partial+. The issue appears to be correlated with open the open load sensing configuration. The open circuit sense configuration occurs during the stability phase of implant detect (approximately first five minutes after leads connected). This phase is restarted if the leads are disconnected during implant detect. If polarity is configured during implant detect, the device will be in open load sense configuration for approx. 5 minutes. Product analysis #(B)(4):the issue has been recreated and confirmed on other gen2 ipg/crt-p devices. The undersensing occurs with the atrial sensitivity settings programmed to 0.6 mv, 0.9 mv or 1.2 mv only and the pvab method programmed to partial+. The issue appears to be correlated with open the open load sensing configuration. The open circuit sense configuration occurs during the stability phase of implant detect (approximately first five minutes after leads connected). This phase is restarted if the leads are disconnected during implant detect. If polarity is configured during implant detect, the device will be in open load sense configuration for approx. 5 minutes. Concomitant products: product ID 5086mri52, serial # (B)(4), implanted: (B)(6) 2013, product ID 5086mri58, serial # (B)(4), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during an implant procedure, the device was undersensing through the right atrial channel. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.